Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Manufacturer representative reported an impedance issue with all dipoles at greater than 4000 ohms except 2<(>&<)>3 which is 1497 ohms, the rest were reportedly: c<(>&<)>0 1110 ohms c<(>&<)>1 1110 ohms c<(>&<)>2 1110 ohms c<(>&<)>3 1075 ohms it was reported that therapy was working well for the patient, but they had a decrease in symptom relief. It was reported that the health care professional was going to get an x-ray of the lead. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the cause of the high impedances were unknown and that amp or pulse width were never raised. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported according to the office, nothing significant was found on the x-ray. It was reported that the patient has a follow-up appointment on (B)(6). No further complications reported/anticipated.